Event description:
Physician was just beginning to use dislodger - had it at lower part of ureter and went to open (or close) the wire basket when the plastic split. Procedure was stopped. No harm to pt.